Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the morning check up at the intensive care department, it was found that a ventilator could not be turned on, so it was immediately reported for repair. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during the morning check up at the intensive care department, it was found that a ventilator could not be turned on, so it was immediately reported for repair. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d4, g3, g6, d4, h4, h11 as a result of your alignment with gudid.